Event description:
Pt was shocked 6 times in error within approx 10 - 15 minute time interval. An elevated heart rate caused the concerto ICD to shock when not needed 6 times. Pt was running with his wife and after about 1 mile was shocked - pt fell to the ground and was screaming in pain as it shocked him over and over and we could not get the ICD to stop shocking. An ambulance was called and he was rushed to ER - (B)(6) hospital in (B)(6). Info was reviewed via carelink download and confirmed there was no heart attack and just elevated heart rate. Blood work confirmed no issues with potassium nor magnesium issues. The device was reset to lower the sensing. Pt was released and went home. Pt was wearing an (B)(4) ipod and ear phones - these were removed after the first couple of shocks when we thought perhaps there was some interference electrically - not sure. While waiting for the ambulance, finally the shocks stopped. Pt has run many times in the past and has never had this happen.